Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nurse states they have a patient on the arctic sun device. The device is beeping but there is no alert and alarm message displaying on the screen. Informed nurse they would need to reboot the device to clear the audible alarm sound. Suggested stop therapy and empty the pads first before powering off and back on. Nurse states they will try this and call back if they have any issues. Unable to get serial number before nurse hung up.

Event description:
It was reported that nurse states they have a patient on the arctic sun device. The device is beeping but there is no alert and alarm message displaying on the screen. Informed nurse they would need to reboot the device to clear the audible alarm sound. Suggested stop therapy and empty the pads first before powering off and back on. Nurse states they will try this and call back if they have any issues. Unable to get serial number before nurse hung up.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review a potential root cause for this type of failure could be software issues. However, there was insufficient information to confirm this potential root cause. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. Correction: e. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.